Event description:
It was reported that during an arthroscopic anterior cruciate ligament repair procedure that the intrafx advbr scw8x30 w/smshth device broke. All pieces were removed. Another device was used to complete the procedure. There was a 5 minute delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information received, it was reported that during the surgery, the device was broken (as the photo shows). No additional information could be provided. The product has not returned to depuy synthes, however a photo was provided for review. Visual inspection of the returned photo found that the sheath was broken vertically. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the intrafx advbr scw8x30 w/smshth would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to axial misalignment during the sheath placement with the sheath inserter tool and/or an incorrect inserter tool size. As per IFU 114007; place the appropriate sized sheath on the corresponding sheath inserter. Refer to table 1, implant sizing guideline. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review: IFU- 114007, device history lot: product number: 254807, lot number: 107mrj, there was no non-conformance regarding this lot. Manufacturing date: 09-apr-2025, expiration date: 31-mar-2028, device history batch: null, device history review: product number: 254807, lot number: 107mrj, there was no non-conformance regarding this lot. Manufacturing date: 09-apr-2025, expiration date: 31-mar-2028. E1: the reporter¿s complete facility address was not provided.